Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a reduced battery life and low battery alerts. Blood glucose level at the time of the incident was 299 mg/dl. During a follow up call, the customer reported that the insulin pump had a power error. The alarm history showed a battery failed alarm also. Blood glucose level at the time of this incident was 104 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.